Event description:
The surgeon was tapping on the top of the instrument with a mallet in order to push the spacer into place, when one of 2 "feet" that cradle the spacer broke off. The broken piece was retrieved. No additional surgery time was reported. The case was completed without the use of a spacer holder. Use of this instrument was optional.

Manufacturer narrative:
Device history record reviewed. Review of device history records indicate the device was manufactured to specification. This MDR is being submitted late as this issue was identified during a retrospective review of complaint files conducted in-conjunction with implementation of revised MDR reporting criteria for zimmer.